Event description:
Same case as 2134265-2008-01939. It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The pt had two taxus express2 stents placed, one in 2008, the second about one month later. Approximately one week post implantation of the second stent, a taxus express2 3.0x12mm drug eluting stent, the pt developed hives and is "itchy all over." Additional info regarding this event has been requested, but is not available.

Manufacturer narrative:
Additional implanted date: 2008. As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.